Event description:
It was reported that an ilet user observed a transient display anomaly on a commercial black-and-white ilet involving the dexcom g7 integration, where the cgm value changed to three dashes, the dexcom and mobile device icons disappeared, and the cgm info screen fields showed ¿n/a,¿ which then self-resolved within about one minute without impact to diabetes care. Symptoms included no adverse clinical effects. Outcomes included no injury, no medical intervention, and no hospitalization. Investigation included user interview, review of provided videos, and complaint assessment. Investigation of this case revealed a momentary loss of cgm signal to the ilet with temporary unavailability of cgm data and status indicators that restored autonomously, consistent with intermittent communication loss between the ilet and the cgm/mobile device rather than a sustained device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was intermittent cgm-to-ilet communication disruption.